Manufacturer narrative:
Batch review performed on 02 may 2017 . Lot 134045: (B)(4) items manufactured and released on 13 november 2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The surgeon revised to a size 10 liner to enhance range of motion for the patient. The surgery was completed successfully.